Event description:
A volume discrepancy was reported. The actual residual volume was greater than the expected residual volume. At the patient's first refill session, the pump had the full volume (40ml) of medication left in their pump. A (B) (4) study was done that afternoon and was negative. A catheter dye study was also done and they were unable to aspirate from the catheter. The physician had the pump turned down to a low flow. The patient planned to follow-up with the neurosurgeon. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).